Event description:
It was reported that the patient was hospitalized and treated with manual insulin injection for hyperglycemia (350 mg/dl) on (B)(6) 2025. The patient faced dehydration due to vomiting.

Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR) is being submitted to include the below: (B)(6). H6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. The investigation was reopened to re-assess per new reportability requirements. Complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code no malfunction based on complaint information. Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Based on the information available, the complaint is consistent with scenarios involving misuse, user-related factors, or no malfunction alleged, as reflected in the assigned malfunction code. In accordance with appendix 7.7 of work instruction (wi) [7.0] complaint handling, the need for additional investigation activities, including batch record review, product testing, or eqms search, was evaluated and determined not to be warranted for this record. CAPA determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation ¿ conclusion: based on the event description and assigned malfunction code, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.